Event description:
The customer reported via phone call indicating that the insulin pump had a sensor glucose versus blood glucose differences. Customer's blood glucose was 124 mg/dl. After the troubleshooting was done, customer was found using expired sensors, and advised that this is what caused issued they experiencing. The customer was also offered to send replacement sensors and performed test plug on transmitter just in case. The test plug procedure was performed, customer was advised that the minilink is functioning correctly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.